Event description:
It was reported a patient experienced for fluid in the lungs coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment was not reported. The cause of the fluid in the lungs was unknown. It was reported the patient was hospitalized for the event. At the time of this report, the outcome of fluid in the lungs was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.